Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed crease sharp on posterior assessed as fold flaw opening. ¿ cyst: unable to confirm as it is a medical event not related to the device. Additional observations: ¿ crease fold observed. ¿ stress marks observed. ¿ wear abrasion observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side rupture and "small cysts" on ultrasound. Device has been explanted.

Event description:
Healthcare professional reported right side rupture and "small cysts" on ultrasound. Device has been explanted.

Manufacturer narrative:
Continued h.6 health effect impact codes: f2203 imaging required a review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.